Event description:
The complainant reported a patient in acute myocardial infarction and cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. It was reported that during delivery the impella was not able to cross the aortic valve, the physician removed the device, and the procedure was aborted. The surgeon noted that there were no further options, and the incident was not related to impella support, rather a possible late protamine reaction. No further information is available.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Impella cp with smartassist for use during cardiogenic shock and high-risk pci section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation)¿ this report is being filed as part of a retrospective review of historical records.